Manufacturer narrative:
Integra completed its internal investigation 18jan2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: the synplug product size and lot number (most likely) will not be provided given the information in the complaint (implanted product some time ago), therefore, it is not possible to conduct a DHR review for potential anomalies that might be associated with the alleged complaint. The complaint database was reviewed for the last two years and indicated there were other related complaints for osteolysis observation. Conclusion: to date, there are no conclusive findings from this or similar complaint investigations, or from technical or clinical information in the literature that proves or disproves a causal relationship between synplug® & optiplug® biodegradable cement restrictors or the materials they are manufactured with, and periprosthetic osteolysis (or fractures as a result). There are also no data or findings that would suggest that only some subset of all the products manufactured might be affected. The finding of osteolysis surrounding the distal cement restrictor is unexpected, and undesirable; however, periprosthetic osteolysis in total hip arthroplasty is a well-known problem that is typically a multifactorial process and may be identified through routine radiographic follow-up.

Event description:
Issue with synplug. Date of clinic follow up letter: (B)(6) 2015. (B)(6). Diagnoses: status post 10 years total arthroplasty implant right - discrete syn-plug reaction distally from the tip of the prosthesis. Bilateral gonarthrosis. Progression: the patient is very content and has no complaints relating to the right hip. Under load (extended walks, ski tours !) The patient reports strain related pain in both knee joints, right with medial emphasis. The patient does not take any analgesics. Findings: fluid gait without limping. Pain free movement of both hip joints without restrictions. Extension deficit in both knee joints of 5°. Bow legs on both sides with clinical signs of degenerative changes in terms of a gonarthrosis. Flexion in both knee joints very good up to 125°. X-ray: pelvic overview and right hip joint axially: firm position of the total hip arthroplasty discrete reaction distally from the tip of the prosthesis without noteworthy thinning of the cortical bone shaft. Further procedure: normal progress as far as the right hip is concerned. The patient is free of discomfort with regard to the hip joint. The knee problems as far as the gonarthrosis is concerned, are not so pronounced that there is a need for action. However, in case of increasing discomfort, non-steroidal anti-inflammatory agents can be used in any case, in case of activation an infiltration may provide further relief. The syn plug changes in the shaft region are discrete, problems are not expected. Next follow-up appointment of the patient in 5 years with x-ray. In case of discomfort patient may contact us at any time.